Event description:
Present illness history from surgeon as follows: this (B)(6) female is 4 years status post a left tha that was a depuy asr component that has been subsequently revised. She has had persistent pain and her metal levels have slowly increased to a level of chrome 2.1 and cobalt 6.2. Her pain has increased to the point that it interferes with her adls. She has requested that a revision to a new acetabular component be performed. Revision of the left total hip arthroplasty, acetabular component and femoral head was tolerated well. Specimens from surgery--cobalt joint fluid 286.1 ug/l, chromium joint fluid 701.6 ug/l.